Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive signal loss over 1 hour. Report was submitted in error. Please disregard all information in MFR 3004753838-2021-432892 as this will not be reportable.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.